Event description:
It was reported that there was a spontaneous change in device settings. Patient claimed that they did not feel stimulation at some point and believed, it was due to his interaction with an electronic rechargeable drill. Interrogation revealed the device was set to 0 output current and 0 magnet current with the following message, "the system is not stimulating now." Further evaluation of the event revealed that the drill in question will elicit recognized "magnet swipes" on both a model 103 and model 102 generator when the generators are in proximity to the drill during use. Additionally, the physician has re-programmed the parameters and thereafter, he had no problems in programming or testing the patient's device. Based on the information received to date, the most likely cause of the reported event was due to interaction with the electronic drill.